Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. An evaluation of the photo provided by the user could not confirm the report. The photo provided of the product in the plastic tray shows the trigger cord wound on the two-way handle. The six (6) bands (five black and one amber) could not be seen in the photo and hence could not confirm premature deployment. Without return of the complaint device, a complete investigation could not be performed. A review of the sub assembly device history record was performed. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use advise the user: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Applying tension to the trigger cord during system preparation can result in premature band deployment. The instructions for use includes the following: "note: care must be taken to avoid deploying a band while winding trigger cord." Rapid rotation of the ligator handle can contribute to premature band deployment. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user: ¿prior to introducing endoscope, keep handle in two-way position." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. The elastic loops were released from the cord and only five (5) elastics from the drum came out, instead of six (6) elastics as indicated by the manufacturer. Additional information received 27jul 2017: according to the doctor's report, when mounting the bandage [banding] kit on the device the (elastic) rings [bands] were released from the band [barrel], where she realized that they only had five (5) elastics. I emphasize that the doctor uses these bandage [banding] kits frequently and has enough experience.